Event description:
During review of the patient's programming history, it was noted that a programming anomaly occured on (B)(6) 2011 that was not completely corrected. The device was interrogated at certain settings; however, a faulted test occurred that changed device settings. The device was reprogrammed; however, the frequency was not changed back to 30 hz and remained at 20 hz.

Manufacturer narrative:
Analysis of programming history.